Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The reed switch, designator sw5 was determined to be the cause of the reported issue. The returned device was archived by stryker. A replacement device was sent to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not automatically power on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
H6: conclusion code on initial MDR MFR # 0003015876-2022-01067 indicates cause not established. H6: conclusion code on initial MDR MFR # 0003015876-2022-01067 should indicate cause traced to component failure.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not automatically power on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.